Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -11.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged with a longer length lens due to low vaulting. This resolved the problem. The cause of the event was reported as a patient related factor - weak zonules.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -11.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged with a longer length lens due to low vaulting. This resolved the problem. The cause of the event was reported as a patient related factor - weak zonules.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).